Event description:
A patient was skin tested in approximately 1985 in the forearm. Within 24 hours, the patient's forearm became swollen and the test site developed a raised hive-like bump that was red and itchy that lasted for a few days. The physician diagnosed the hive-like bump, redness and itching at the test site as a hypersensitivity and believed the forearm swelling was related to the hypersensitivity. No medical or surgical intervention was prescribed; all symptoms resolved within a few days.